Manufacturer narrative:
The ventilator was investigated by our field service engineer and the gas modules were replaced. The ventilator was then functioning. The replaced parts was not returned for investigation. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high o2 concentration on the reported event date. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. Since no part was returned for investigation, the root cause of the alarms for high o2 concentration has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen and the air gas module were replaced and returned for investigation. Simulated use testing of the received oxygen and air gas module has reproduced the described customer issue. Evaluation of the received device logs confirms the reported problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the o-ring in the nozzle unit, mounted in the air gas module was faulty and caused the event.

Event description:
Manufacturer's ref #:(B)(4).